Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) a lot history record review was completed for lots 25149326 and 25149174 the last 2 lots shipped to the account prior to the event/aware date. For lot # 25149326. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Sc 17-mar-2022. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec -2019 through nov -2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 /22) . The device was returned to the factory for evaluation on 11/11/2021. An investigation was initiated on 11/23/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. A reference device was placed alongside the returned device. The retractor holder on the base of locking mechanism was observed to be detached from the device. The detached retractor holder was not returned for evaluation. Based on the returned condition of the device, the reported failure "break" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, portion of the acrobat-I stabilizer broke when trying to attach it to the ultima rail. The device is intact. No portion of the device fell into the patient. No injury or harm to the patient. A new device was opened to complete the case.